Event description:
Hyperglycemia: a woman reported that 3-4 days after her husband switched from 10 ml vials of insulin (brand unk) and conventional insulin syringes to a novepen 1.5 device and humulin n insulin cartridges. He was hospitalized for a blood glucose level >1000 mg/dl. Her husband was discharged five days later using 10 ml vials of humulin insulin and conventional insulin syringes. Six weeks after discharge he resumed use of the novopen 1.5 and humulin insulin cartridges and his blood glucose levels began to elevate once again. A few days later her husband switched back to 10 ml vials and conventional insulin syringes and his blood glucose levels normalized. The woman feels that the device was not delivering the correct amount of insulin because when she attempted to do an air shot. No insulin was expelled and it appeared that the piston rod in the device was not making contact with the rubber piston in the insulin cartridge. The woman stated that her husband was resetting the piston rod on the device after each injection instead of with each new cartridge as stated in the instructions for use booklet. Analysis of the device in question: no faults were found. The device passed the displacement test.